Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 130 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had no escape or act button response due to corroded keypad traces. No button error alarm was noted during testing. No moisture damage was noted inside of the insulin pump. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.